Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. Additional information was obtained from the clinic stating that the right atrial lead also had oversensing. At the follow-up visit, noise could not be reproduced on either lead. No medical intervention or reprogramming occurred. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.